Event description:
It was reported that the patient had his device taken out ¿about five years ago as it was not effective any longer.¿ the patient was put on oral meds to control his urinary issues.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer patient. Product ID: 3093-28, lot# v136459, implanted: (B)(6) 2008, product type: lead. (B)(4).